Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The insufflation bulb was not received. The obturator was received. Functionally, the dissector balloon was inflated and did not demonstrate any leaks. Visual and functional testing of the returned samples confirmed the products did meet quality release specifications that were tested regarding the reported condition. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all current specifications. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter the balloon did not inflate during a laparoscopic inguinal hernia repair procedure. It was also reported that the patient did not experience an adverse event as a result of the incident with a delay in surgery of approximately 15 minutes.